Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument partially fired. The surgeon resected the tissue between the staple line with shears to complete the procedure. The hosp has reported no pt injury occurred.